Event description:
Dealer stated that the wheellocks on a tran17fr transport wheelchair are not staying. Washer came off one side and other very loose.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs for processing until (B)(4) 2013.